Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having trouble with their dep brain stimulation (dbs) device. It was noted that they were extremely hard to understand. No further complications are anticipated and no further information was provided as the patient disconnected from the call before it could be obtained. The patient's indication for implant is unknown.